Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), lung disease, copd, and "other". Medical intervention was not specified. Only a serial number was provided: (B)(6). Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2001, z-1973-2001, and z-1974-2001. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The device was scrapped. In this report, box d, e, g, h has been updated/corrected.

Manufacturer narrative:
In this report, box h (recall z number) has been updated/corrected.